Manufacturer narrative:
Device evaluation: 1 unit of lot number c2156120 of clso-10-7 was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The lab evaluation for this device was captured under another complaint (cn-082476) from which this complaint is related to. The device related to this occurrence underwent a laboratory evaluation on 06 oct 2025. Visual inspection: cut for the flap at the sideport (duodenal end) measures between approx. 13mm to 22mm-therefore it measures approx. 9mm. Based on the measured dimensions, the flap length is within specification, however the distance from the end of the stent to the start of the cut for the flap is not within specification. The reported failure was observed in the lab evaluation as the device was found to be outside of manufacturing specification. Manufacturing records: prior to distribution, all clso-10-7 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for clso-10-7 device of lot number c2156120 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the clso-10-7 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2156120. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use and label. (Ifu0045) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause was determined as the device was found to be outside of manufacturing specifications when measured. A possible root cause could be attributed to operator error. The lab findings confirmed that the the flap at the sideport (duodenal end) measures between approx. 13mm to 22mm-therefore it measures approx. 9mm. Manufacturing input received confirmed that the distance from the end of the stent to the start of the cut for the flap is 1mm outside of tolerance. Confirmation of complaint: complaint is confirmed based on visual/functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the cut on stent is not within specification. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects. Investigation findings conclude that a definitive root cause was determined as the device was found to be outside of manufacturing specifications when measured. A possible root cause could be attributed to operator error. The lab findings confirmed that the the flap at the sideport (duodenal end) measures between approx. 13mm to 22mm-therefore it measures approx. 9mm. Manufacturing input received confirmed that the distance from the end of the stent to the start of the cut for the flap is 1mm outside of tolerance.

Event description:
Cancellation report is being submitted due to cancellation confirmation received on 22-jan-2026

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Cut on stent is not within specification, observed during lab evaluation of related complaint (B)(4).